Event description:
Pt presented with small access vessels (5-7mm) and lots of calcification. The vessels were predilated with a 8x40 balloon. Access was uneventful. After main body and ipsilateral limb deployment, the inner core met some resistance during retraction, and the introducer sheath accordioned, causing the ipsilateral limb to perforate. A patch graft was sewn in, and the procedure was completed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's small, calcific access vessels and operational context contributed to the vessel perforation.